Event description:
It was reported that this patient presented to the emergency room indicating that they received a shock from their implantable cardioverter defibrillator (ICD) device. A review of device data indicated there were many stored episodes of ventricular tachycardia (vt) over the past week and several of the episodes showed that the patient received anti-tachycardia pacing (atp) device therapy. In one specific episode, the atp therapy accelerated the patients vt rhythm into the ventricular fibrillation (vf) zone, and a subsequent 41 joule shock was provided by the device which converted the arrhythmia. Boston scientific technical services (ts) discussed the issue with the physician. It was indicated that the physician was ready to consult with an electrophysiologist for possible device programming or medication changes. The device remains in-service. No additional adverse patient effects were reported.